Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that around (B)(6) 2016 the patient had a surgery for femur trochanteric fracture. A tfn-advanced proximal femoral nailing system (tfna) nail and a tfna blade were used in that surgery. In (B)(6) 2016 the patient felt pain and the surgeon discovered the blade had been cut through although bone union was completed. On (B)(6) 2016, the surgeon performed a surgery to replace the device with another blade. The surgeon commented he believed this case was so unstable because the blade and sliding amount of bone fragment were not equal. There is no information available about patient outcome. Concomitant device: tfna fem nail ø11 le 130° l235 timo15 (part 04.037.145s, lot unknown, quantity 1) this is report 1 of 1 for com-(B)(4).